Event description:
A customer contacted beckman coulter inc. (Bec) stating that a clenz leak was coming out of the coulter lh 780 hematology analyzer station. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2010 and found that the secondary rinse block had overflowed. The fse proceeded to flush the drain system and replaced the pinch valve tubing for pv13 (prove/ needle drain), pv57 (prove/needle drain vacuum), and pv111 (probe wipe vacuum). The root cause of the leak was due to pinch valves being damaged. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory analyzer. (B)(4).